Manufacturer narrative:
(B)(4). D10: item # ab-150t-1b, activbrd 1.5 tape bl tpr ndl, lot # 2304772. Item # ab-150t-1w, activbrd 1.5 tape w/bk tpr ndl, lot # 2307584. Item # 405889, comp rvs 2.7mm dia drl, lot # 67480037. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 67561784. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 67538906. Item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 67512281. Item # 115310, comp rvrs shldr glnsp std 36mm, lot # j7996609. Item # 110032410, comp aug mini bsplt w tpr sm, lot # 67418534. Item # 180551, comp lk scr 3.5hex 4.75x20 st, lot # 67420992. Item # 180554, comp lk scr 3.5hex 4.75x35 st, lot # 67391451. Item # 405800, comp. Rev shldr 9 in steinmann, lot # 67631917. Item # sahs1106, humeral stem standard size 6, lot # 66775286. Item # sahtnem6, humeral tray neutral -6mm ext, lot # 67609708. Item # 110031418, cr prolong 36mm brng std, lot # 67561275. Item # sahs1105, humeral stem standard size 5, lot # 67436256. Item # sahtnem6, humeral tray neutral -6mm ext, lot # 67529689. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of a steinmann pin broke off. Attempts have been made and no further information has been provided.